Event description:
The pt received her scs system on (B)(6) 2010. During a follow-up visit, the manufacturer's clinical specialist was not able to communicate with the ipg via the charging system. Although the pt's implant site had not yet healed as illustrated by residual swelling of the site, further examination found the device had migrated within the pocket. The device migration had left the device in a tilted position within the pocket. The physician revised the pocket. The device remains in use and no further pt complications were reported as a result of this event. No further information is available.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.